Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen rotating hinge knee articular surface: catalog #: ni, lot #: ni, unknown nexgen rotating hinge knee tibial component: catalog #: ni, lot #: ni, unknown nexgen rotating hinge knee femoral component :catalog #: ni, lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device is being retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2022-00678, 0001822565-2022-00679. Insufficient information.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision due to post-operative fracture of the femoral component at the bushing and stem junction. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon further review of information provided, it was identified that the reported device was not fractured and therefore did not cause or contribute to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.